Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled follow-up, a single rapid decrease in lead impedance was observed. The value remained constant after the event. Review of session records noted that the impedance change occurred when the pacing vector was changed and it stayed at that level since a long time. No further action was required. Patient's condition was good and stable.